Event description:
A malfunction was reported on the pump, with no notable events occurring prior to it. There was no adverse impact on the customer¿s blood glucose level. Technical support provided instructions for resetting the pump, which the customer successfully performed. The customer continued to use the pump, loaded a new cartridge, and was advised to contact support if the malfunction reoccurred.